Event description:
The customer contacted physio-control to report that their device locked up shortly after being powered on. As a result, defibrillation was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was a thermally sensitive crystal, designator y4, of the digital pcb assembly. It was observed that crystal y4 would not oscillate until moderate heat was applied. The customer was provided with a replacement device.